Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon attempted to apply a hem-o-lok clip, but once the medium-large clip applier instrument would close on the tissue, the clip would be locked/clipped on the tissue, but stuck in one side of the clip applier. As a result, the surgeon had to use another grasper to gently remove the clip out of the clip applier instrument without damaging tissue. After the second incident with the same thing occurring, a new clip applier instrument was opened and worked as intended. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the target tissue/vessel at the time of the event was not known. There was no damage to the tissue/vessel as a result of the issue. Clips were not observed to have fallen inside the patient anatomy during the event. The clip applier instrument had been used twice during the case when the incident occurred. There was no damage noted to the instrument following removal. No photographic images of the device were available for isi review. Patient demographics and patient related information was not known.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The instrument was analyzed and found to have a severely bent grip tip. As a result, the clip could not be properly loaded on the grips. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Corrected MDR fields: the unique identifier (UDI) number in field d4 has been updated.